Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # 3017368639-2021-00064. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd" syringe sprayed the pfizer vaccine onto the user's face while administering it. The following information was provided by the initial reporter: "the customer reported that when the vaccine was administered, it sprayed on their face and rolled down their arm. No information was received regarding any serious injury as a result of this product report."